Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection vancomycin 2g (route, frequency, and duration not reported) and injection tobramycin 40 mg (route, frequency, and duration not reported) for peritonitis. The action taken with dianeal and extraneal therapies was not reported. The patient's recovery status was not reported. No additional information is available.